Event description:
The previously reported revascularization was carried out due to coronary artery disease progression.two resolute integrity drug eluting stents (rx <(>&<)> otw) were implanted.

Event description:
During index procedure, the patient had one endeavor sprint drug-eluting stent implanted to the lad and two endeavor sprint drug-eluting stents implanted to the rca. Approximately 34 months post index procedure, the patient was hospitalized due to stent thrombosis. The patient was treated with an unknown drug eluting stent placement and embolic protection to the svg to rca. Investigator indicated that the reported stent thrombosis event was not related to the study device. The patient recovered with treatment.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent thrombosis). Evaluation conclusions: inherent risk of procedure ¿ (stent thrombosis). (B)(4).